Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss did not observe or confirm vertical gas breakthrough. The fss check thickness of the flaps and measured cones. The delta displayed on all flaps at 0. In addition, the applanation force was measured the field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment. A brief description from the surgery center indicated the vgb occurred on the right eye (od) soon after the intralase pocket was created. The surgery center noticed a bleb superiorly that continued near pupil. The pass was completed. Upon carefully probing from the side, it was obvious the laser had not penetrated below the epithelium, and the vgb defect with failure to penetrate to the stroma, therefore, the flap could not be lifted. Through follow up, the surgery center revealed the procedure was aborted and the procedure was completed the following week. Pre-op exam of right eye was 20/20 and at a 7 day post op exam, the right eye was at 20/30. The patient's comments were upset mildly.